Event description:
A peritoneal dialysis pt's nurse reported that on (B)(6) 2015 the pt went to the hospital for heart related issues.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the serial number was not able to be obtained to date.